Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since a k-wire was placed in the patient's spine in a different position than desired with navigation involved, although according to the surgeon: the misplaced screw was detected with intraoperative imaging during the surgery and was corrected/replaced in the same surgery at the end of the surgery all screws were in their correct final position as intended the outcome of the surgery was successful as intended there was no direct (or increased) risk of harm to a critical structure due to this issue there was no actual harm or negative clinical effect to the patient due to the misplaced screw, neither for the prolongation of surgery/anesthesia of 60-90 minutes there were no further medical or surgical remedial actions necessary, done, or planned for the patient due to this problem; hospitalization was not prolonged either. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause of the l5 deviated screw (deviation and side not reported) placed with the aid of navigation is: a combination of a non-recommended scan with bone reconstruction and less than ideal point acquisition during surface matching attempts. The user's acquisition of registration points was not following brainlab recommendations to acquire points at different depths and over as large an area of the vertebra as possible: the point acquisition was either not matching the user chosen location/landmarks or was linear. Furthermore, only the l4 was utilized for the surface match registration. Navigating levels other than the registered level can introduce inaccuracy as the patient position may vary between pre-operative scan and patient position during procedure. Other potential contributing factors include: based on the drill guide calibration, it can be concluded that the drill guide tube diameter was larger than the k-wires utilized. This introduces the possibility of slack between the guide tube and k-wire which may alter the intended trajectory. Furthermore, a non-navigated screwdriver in conjunction with the possible slackness increases the possibility of undetected deviations. Apparently the resulting deviation of the navigation display with the suboptimal surface match was not recognized by the user with the necessary navigation accuracy verification throughout the procedure, and while planning and using the navigated brainlab drill guide to prepare paths in the pedicles for the k-wires and subsequent non-navigated screws. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
An open surgery on the spine for fusion at vertebrae l4-s1 due to spondylolisthesis l4-s1, with intended placement of 6 bilateral pedicle screws for fixation, was performed with the aid of the display by the brainlab software spine & trauma 3d navigation 2.0 during the procedure the surgeon: with the patient in prone position, attached the reference clamp carbon and 4-sphere array on the spinous process of l4 performed the patient registration on the preoperative CT acquiring registration points on the patient's l4 vertebra to match the display of the navigation to the current patient anatomy, and accepted the accuracy of the registration to proceed placed 6 screws in the pedicles bilaterally at l4, l5 and s1 using the following workflow: drilled the pilot hole using a motorized non-brainlab drill through the navigated brainlab drill guide, inserted a k-wire through the drill guide into the prepared pilot hole, insert a screw over the k-wire (non-navigated), and fixated the screw using a non-navigated non-brainlab screwdriver obtained a verification intraoperative CT scan, and determined the screw placement at l5 deviated from the intended position (affected side, amount, and directionality of deviation not reported) removed the screw at l5 and replaced/repositioned it (data analysis showed that aid of navigation was used and multiple registration attempts were performed) completed surgery. According to the surgeon: the misplaced screw was detected with intraoperative imaging during the surgery and was corrected/replaced in the same surgery at the end of the surgery all screws were in their correct final position as intended the outcome of the surgery was successful as intended there was no direct (or increased) risk of harm to a critical structure due to this issue there was no actual harm or negative clinical effect to the patient due to the misplaced screw, neither for the prolongation of surgery/anesthesia of 60-90 minutes there were no further medical or surgical remedial actions necessary, done, or planned for the patient due to this problem; hospitalization was not prolonged either.